Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was implanted within a stricture in the common bile duct on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient's anatomy was not tortuous and had not been dilated prior to the stent placement. During the procedure, the physician encountered some difficulty in deploying the stent due to kinking in the delivery catheter. Subsequently, with the aid of fluoroscopic guidance, the stent deployed; however, it was inadvertently placed too proximal in the common bile duct and exited at the papilla. Reportedly, the physician had difficulties in controlling the position of the stent; however, it was noted that the stent was covering the stenosis. The physician is concerned that the stent may migrate from the common bile duct, but he does not plan to reposition the stent. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported issue of stent positioning/placement problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.